Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses detergent, suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, and the forceps elevator channel. During manual cleaning, the customer used aniosyme detergent and asept med brush to clean the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scope. For automated endoscope reprocessor (aer) treatment, the getinge washer along with aperlan poka-yoke agent a and b detergent and aperlan poka-yoke disinfectant was used. The scope was stored in a eset dry cabinet. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for greater than 200 colony forming unit (cfu) of staphylococcus warneri species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr 18, 2023 sampling from: all channels cfu: <1cfu bacterial identification: no germs detected the device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: - acoustic lens damaged - bending section rubber glue white clouded - right left knob angulation less or specified value - up down knob angulation less or specified value however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures"   olympus will continue to monitor field performance for this device.